Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during preparation, the stent came off from the balloon while pulling the proximal part of the stent protector. No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged almost across its entire length with struts distorted, bunched, stretched and lifted from the stent profile. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the stent was pulled off the catheter, by incorrectly removing the stent protector. The dfu states: ¿¿remove the product mandrel and stent protector by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally.¿ (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during preparation, the stent came off from the balloon while pulling the proximal part of the stent protector. No patient complications were reported as the device did not enter the patient's body.